Event description:
In 2005, the physician attempted to seal a perforation in an unknown vessel using a graftmaster 3.0 x 16mm stent graft. It was reported that physician was implanting a taxus stent in an unknown vessel and a perforation occurred in the "middle of the taxus stent" as well as a possible perforation proximal to the taxus stent." The "possible" proximal perforation could not be confirmed because there was "no flow in the heart as the heart stopped." The graftmaster was placed inside the taxus stent to seal the perforation. However, the condition of the pt became unstable and the physician decided to "crack the pt's chest open" while in the cath lab. The pt was sent to surgery for a coronary artery bypass graft (CABG). According to the surgeon the graftmaster "did it's job in sealing the perforation." At last report, the pt was still in the hospital and is said to be "stable and doing fine."